Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indication of particulates around the catch post area and within cassette compartment. Patient sensor verification check failed. The failure was due to an invalid reading of patient sensors 1 and 2. The cause of the failure was determined due to a faulty I/o board. The capacitor (c7) was shorted and had a burning smell. The short was verified when c7 capacitor was checked. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a capacitor short on the I/o board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler alarmed with a patient pressure not constant warning occurred in step 1 of setup. The issue occurred multiple times. The patient was unable to bring up diagnostics menu after multiple attempts. The fresenius technical support representative issued a replacement cycler and advised the patient to discontinue using the machine. It was reported that the patient would perform an alternate treatment. Upon follow-up, the patient confirmed that they did not experience any adverse event or require medical intervention as a result of the reported complaint. The patient was able to complete treatment using manuals. The patient confirmed they were expected to receive the replacement cycler. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that the capacitor (c7) on the I/o board was shorted.